Event description:
It was reported that a patient presented with loss of capture and low pacing impedance on the left ventricular lead and signal artifact on the right atrial lead. Both leads were explanted on (B)(6) 2025. The right atrial lead was replaced. No adverse patient consequences were reported.

Event description:
New information received notes that the noise was over-sensed, and the physician alleged the issue to be due to insulation breach on the leads.